Event description:
It was reported that the patient presented to the electrophysiology (ep) lab for placement of a new left ventricular (lv) lead. The lv lead had been turned off due to diaphragm stimulation in all vectors. The lv lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.